Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on the dates of implant; however, no details have been provided regarding the nature of the injury. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix (device 2); an additional emdr will be submitted to represent the bard/davol composix (device 1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol composix (device 1). On (B)(6) 2008 - the patient had unspecified injuries. On (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix (device 2). On (B)(6) 2009 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix (devices 1 and 2) as reported, the patient's attorney alleges a general claim related to the composix (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleges unspecified injuries on the dates of implant; however, no details have been provided regarding the nature of the injury. The attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no., corporate lot no.), g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). This supplemental emdr represents the bard/davol mesh-composix (device#2); an additional supplemental emdr will be submitted to represent the bard/davol mesh-composix (device#1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol composix (device 1). (B)(6) 2008 - the patient had unspecified injuries. (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol composix (device 2). (B)(6) 2009 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the composix (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with implant of composix mesh (device #1). Per op notes, "a composix mesh (device #1) was placed and sutured." (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of composix mesh (device #1) and implant of composix mesh (device #2). Per op notes, "adhesions were lysed and the previous mesh (device #1) was dissected and removed. A composix mesh (device #2) was placed and sutured." (B)(6) 2009 - patient was diagnosed with wound infection thereby underwent wound drainage.